Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka. It was also reported that there was an insulin leak from the pump cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. The patient was unable to provide the lot number of cartridge, therefore, no retained product samples could be tested. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution. No conclusions can be made at this time.